Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-63 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the device is complete. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. This evaluation identified the f-63 alarm. Visual inspection also revealed that the battery wiring had become disconnected from the power supply board. The cause of the alarm was determined to be a disconnected power supply board. To correct the condition, the main battery wiring was reconnected to the power supply board. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.